Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "during the collection of blood, foreign bodies that looks like strips were found in the tube wall."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "during the collection of blood, foreign bodies that looks like strips were found in the tube wall."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo and 2 videos were provided for investigation. The photo and videos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of gel smearing was not observed. 4 retained samples (batch: 1151161) were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 1300g for 10 minutes using an mse mistral 1000 centrifuge. No gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.